Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).

Event description:
A healthcare professional reported that during a cataract intraocular lens implantation surgery, the system functioned intermittently in the phacoemulsification and aspiration modes. The reported event led to a procedural cancellation and the patient's procedure was rescheduled.